Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was used as a replacement device in 2008. According to the complainant, the locking adapter was broken within 1 week after placement. Reportedly the device was replaced with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.